Event description:
It was reported that the right ventricular lead exhibited a polarity switch due to low pacing impedance. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.